Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 result of 0.071 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment(B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined. Based on historical qc fluid results, a vitros troponin I es lot 5355 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5355 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. It was established that the customer was not performing routine cleaning and maintenance on the vitros 5600 integrated system in line with ortho guidelines. Within run diagnostic precision testing was performed on two separate occasions. Testing on 08 january 2024 was outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected around the time of the event and testing on 10 january 2024 could not be verified to be within ortho acceptable guidelines. Therefore, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5355.